Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore we cannot determine definitive cause of event.

Event description:
It was reported that patient underwent an unspecified procedure in which rod was implanted. On an unknown date, post-op, rod broke. Reportedly revision surgery is scheduled. No additional patient complications were reported .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.